Event description:
The manufacturer received information alleging a ventilator inoperative alarm that occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower assembly, and system board were replaced to address the issue. Additional findings not related to the issue, black dust was confirmed was confirmed in the machine flow sensor, the device's machine flow sensor and in-line filter, prox were replaced to address the issue.